Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a poor storage stress, physical and/or chemical stress. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus bronchovideoscope asset to the olympus service center. Upon inspection and testing of the returned device, it was observed that the coating was peeling on connecting tube more than 1mm2. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and the following was found: distal end had a stain, adhesive on bending section cover was detached, suction connector had discoloration, due to wear of angle wire, bending angle in down and up direction does not meet the standard value, forceps channel port had a dent, light guide cover glass had corrosion, due to a cut on bending section cover, water tightness was lost, connecting tube had a cut, and the following were scratched: image guide protector, up down plate, grip, angulation lever, universal cord, control unit, suction cover, distal end, and the scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.